Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer removed their sensor and could not identify the electrode or cannula. The patient's blood glucose at the time of incident was 13.0 mmol/l. The customer was asked if they noticed if the sensor was curved but they were unable to make that determination. No products were returned or replaced.